Manufacturer narrative:
Device evaluation: lens was returned in liquid in the lens vial. Visual inspection found a piece of the haptic missing. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens, -12.50 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to the patient complaining of extreme glare. No additional details are known at this time.

Manufacturer narrative:
Additional symptom of halos reported. Reportedly, symptoms began on (B)(6) 2017. Symptoms were worse at night. The problem was resolved with explant. (B)(4).